Event description:
Please find attached a revision for study (B)(4) that has not previously been reported. Revision due to deep infection and loosening of femoral and tibial components.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. It was stated in the initial reporting that the devices did not contribute to the event. A search of the complaints databases finds no other reports against the product and lot code combinations since their release to distribution. However, the lot codes could not be verified. The investigation can draw no conclusion regarding the reported event with the information available. The patient was implanted in (B)(6) 2006 and revised in (B)(6) 2007. It is not likely the device contributed to the patients reported infection 6 months after implantation. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.